Manufacturer narrative:
Block b3: approximated to august 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 clip would not properly deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the gi bleed during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the clip would not properly deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.